Event description:
It was reported that the bd microlance¿ needle had a large, light green foreign particle in it. The following information was provided by the initial reporter, translated from japanese to english: "a relatively large fm (light green) was found."

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number: 2009403. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, ten retained samples of the lot reported were obtained. The retained samples were evaluated by our quality engineer team and no signs of defect were observed. Based on the limited investigative findings, an exact cause could not be determined for this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ needle had a large, light green foreign particle in it. The following information was provided by the initial reporter, translated from (B)(6) to english: "a relatively large fm (light green) was found."